Event description:
It was reported that there was a loss of therapeutic effect. The patient was in a nursing home and on the date of this report had started to experience tremors. It was noted that this had not happened ¿in years.¿ stimulation was confirmed on and ok for bilateral implants. There had been no falls or accidents noted. No interventions or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-21467.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v020895, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot# v013940, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).